Event description:
It was reported by the customer that their insulin pump was alarming while priming. Customer stated they forgot how to setup their device for insulin delivery overnight. Assisted customer with setup information. Blood glucose level was over 500 mg/dl at time of event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).